Event description:
This report is being filed after the subsequent review of the following literature article, spross, c. Et al (2012). The philos plate for proximal humeral fractures¿risk factors for complications at one year. J trauma, 72, 783-792. The authors conducted this study to focus on the complication rate and risk factors for complications one year after primary reconstruction of proximal humeral fractures with the synthes proximal humerus interlocking system (philos). Between (B)(6) 2003 and (B)(6) 2008, 822 patients were treated; the majority nonoperatively (423); in 43 patients, primary hemiarthroplasty was performed; open reduction internal fixation (orif) by using philos was performed in 356 patients. One patient died independent of the fracture treatment within one year postoperatively. A subsequent total of 294 consecutive patients (223 women and 71 men) with a median age of 72.9 years (range, 21-97 years) could be included in the study; clinical and radiographic follow-up was available in 238 patients one year postoperatively. Results included a total of 105 complications in 83 patients (65 women and 18 men) within the first year of surgery. Revision surgery was necessary 72 times in a total of 56 patients; 27 patients did not need any revision surgery to date. Attachments pertaining to identifiable patients are for the following: serious injury - philos; serious injury / reportable malfunction - philos; serious injury / reportable malfunction - screw; reportable malfunction - screw. This is report 4 of 4 for (B)(4). This report is for an unknown screw and refers to the reportable malfunction reports of identifiable patients.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for an unknown screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.